Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of incident and current blood glucose value was 70 mg/dl. Customer report they did not allege insulin pump was over delivering. Customer reported that they was used auto mode feature at the time of low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with 2 packs of orange peanut butter crackers, half (B)(6) meal and glucagon. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.